Manufacturer narrative:
"He" initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01481. This report is being submitted as additional information. Approximate age of device - 3 months. The patient remains on vad support. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported gi bleed could not conclusively be established through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient has a history of recurrent gi bleeds. The patient had an esophagogastroduodenoscopy (egds) on (B)(6)2017 and (B)(6) 2017 with bleeding dieulafoy lesion, gastritis, non-bleeding ulcer.